Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength & date not reported) resulting in an infection with skin breakdown around the implant side. During the procedure the patient¿s head was wrapped as per manufacturer's instructions. Surgery to replace the magnet has been completed (date not reported). The patient received post op treatment with IV antibiotics for two days (date not reported). Further antibiotic treatment (type & date not reported) is still ongoing.

Manufacturer narrative:
(B)(4). Implanted device remains.